Manufacturer narrative:
Date of report: 20aug2021.(B)(6).

Event description:
The customer reported that when mounting the entire circuit with the tubing, an alarm appears saying that the patient circuit is disconnected. Patient involvement information is unknown but has been requested. There was no report of patient or user harm.

Manufacturer narrative:
B4: 07sep2021. After performing several tests, the field service engineer (fse) found that the ventilator does not generate the desired air flows correctly, measuring by default an avg airflow (240) regardless of the selected flow rate. The fse advised replacing the gas delivery system (gds) since the airflow sensor does not work correctly.

Manufacturer narrative:
The device was in use. The unit was switched out for another one. There was no patient or user harm reported.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service.